Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose as well as diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer stated that she was in the intensive care unit. The customer treated with the syringes, pushing fluids and still using insulin pump for insulin delivery. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.